Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from a single patient sample and a vitros ftc qc fluid when tested on two different vitros 5600 integrated systems using reagent lot 6025 when compared to results obtained from a second sample from the same patient when tested on the same two vitros 5600 integrated systems and when using a non-vitros roche cobas system at another laboratory and when the ftc qc fluid is compared to the vitros pi mean value. A definitive assignable cause could not be determined for the lower than expected patient sample and qc fluid results. However, the use of expired calibrations, reagents and maintenance codes posting on both instruments cannot be completely ruled out as a potential cause of the event. Based on historical quality control results, a vitros tsh lot 6025 performance issue is not a likely contributor to the event. The results obtained for the affected patient sample are repeatable on the vitros systems and there was no indication the vitros tsh reagent in use or the vitros 5600 integrated systems malfunctioned. A possible cause for the lower than expected vitros tsh patient sample results obtained is an unknown sample specific interferent present in the patient sample itself. However, the customer failed to provide any additional testing results using appropriate blocking tubes. Therefore, the presence of an unknown sample interferent causing the lower than expected vitros tsh results cannot be completely ruled out. Additionally, the patient stated at the time of the complaint that they were not knowingly in receipt of vitamin supplements or medication containing biotin that could affect the vitros tsh result. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systemic issue with vitros tsh reagent lot 6025.

Event description:
A distributor contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) on behalf of a customer to report lower than expected tsh patient sample results obtained from a single patient sample using a vitros immunodiagnostic products tsh reagent on two different vitros 5600 integrated systems when compared to tsh results obtained from a second sample from the same patient drawn 5 days later when tested on the same two vitros 5600 integrated systems and when using a non-vitros roche cobas system at another laboratory. Patient 1 results of 0.395 and 0.357 miu/l (hyperthyroid) versus the expected result of euthyroid vitros ftc3 lot 0610 results of 9.13, 8.57 and 11.06 miu/l versus the expected result of 16.0 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh patient sample result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the lower than expected vitros results and ortho was not made aware of any allegation of patient harm as a result of this event. This report is number 2 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).